Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening at the cement to implant interface.cement manufacturer is unknown. The tibial tray was collapsed. The surgeon expressed his concern about the primary attune tibial tray. The component lot and reference numbers are unknown. Doi: unknown, dor: dec. 07, 2018, left knee.